Event description:
It was reported that the coiled cap of a large volume infusor separated from the housing. This event occurred before use. There was no patient involvement. No additional information is available. This is report 2 of 9.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 26, 2014 to june 27, 2014. Evaluation summary: the device was received for evaluation. During visual inspection the coiled cap was observed to be separated from the housing of the device. This was due to the housing being malformed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the malformed housing is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.